Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Two hours after insertion, the patient experienced skin inflammation, swelling, pain and discomfort during the event. The patient went to the doctor¿s clinic due to the bleeding and nurse practitioner removed the wearable then found out half of the wire was broken. The patient had an ultrasound, which confirmed that the wire was located under the patient¿s skin. The nurse practitioner did an incision and used a tweezers to remove the broken sensor wire, patient requested medical stitch glue rather than stitches to close the incision site. It was not confirmed if there was any anesthetic used during the procedure. No oral medication was given post procedure. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 1/26/2026.

Manufacturer narrative:
(B)(4).